Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was 31 mmol/l. The customer¿s current blood glucose value was 7.3 mmol/l. The customer did not experienced symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump and injection. The customer did not allege under delivery on insulin pump. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The high pressure test was passed. No further complications were reported. Troubleshooting was performed. The device will not ne returned for analysis.